Event description:
The hcp reported the patient had been experiencing increased spasticity. A dye study was done. The results were not reported. A rotor study demonstrated a pump stall. The patient was treated with oral baclofen and the pump was replaced.